Event description:
It was reported that a peritoneal dialysis (pd) patient, who performed pd therapy with a homechoice (hc) device passed away due to an unreported cause. It was unknown if the patient was hospitalized prior to death. It was not reported whether the patient was connected to the hc at the time of death or if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of the device history record was performed which did not reveal any issues that could be related to the reported event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the event history log revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. During visual inspection, no issues were found. The power on self-test was successfully performed. A one hour simulated therapy was performed with no issues noted. The results of the sample analysis revealed the device was serviced according to required procedures and the device passed all tests as per baxter procedures. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a follow-up report will be submitted.